Event description:
It was reported that pump alarmed "no disposable pump won't run". Pump settings: res vol= 28.8 ml, rate=50ml/24 hours, given=67.2 ml. It is unknown if there was air in line. Patient was not affected. No further information available.